Event description:
It was reported by service report that the foot section could not be latched due a damage pivot lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.